Event description:
It was reported by service report that the head end lift coupler was broken. The lift could not be electronically lowered to the lowest position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.